Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms and an intentional pump stop. A specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log files contained data from (B)(6) 2021 at 10:55:13 to (B)(6) 2021 at 13:32:58 and from (B)(6) 2021 at 14:12:32 to (B)(6) 2021 at 19:11:01. There were captured events where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm), resulting in 296 low flow faults and 237 low flow alarms. Additionally, on (B)(6) 2021 at 19:06:41 the pump was intentionally stopped, resulting in intentional pump stop, low flow, flow pump current, low speed hazards, and low speed advisory faults and lvad_off, low flow, and low speed advisory alarms. The pump was off for approximately 12 seconds. Following the pump stop, the low flow alarms continued. Excluding the pump stop, the pump operated at the set speed. The pump appeared to operate as expected no product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 27aug2020. Heartmate 3 lvas IFU section 1 entitled ¿introduction¿ lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The system monitor section of the heartmate 3 lvas IFU states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low flows on (B)(6) 2021 the patient recently developed right heart failure with impella rp heart pump inserted for right ventricle support on (B)(6) 2021. Log file data was obtained before pump stopped. Low flows persisted and there was an intentional pump stop on (B)(6) that lasted 12 seconds. The patient passed away (B)(6) 2021 from multi organ failure.